Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to dislodgement and remains in service, no additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude, failure to capture and was surgically repositioned due to dislodgement. This lead remains in service. No additional patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.